Manufacturer narrative:
Initial MDR (B)(4) - device 2 of 3. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). It was reported that patient faced three infusion set cannula bent events over the past one to two months since 15-mar-2024. The events occurred within 3 hours of insertion. The insertion site was at abdomen and patient resolved the event by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.